Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose was 432 mg/dl in the morning. Her blood glucose is usually between 80 mg/dl to 120 mg/dl. She stated that she received an auto off alarm while she was sleeping. Helpline assistance was declined. She believes she slept directly on the pump and triggered the auto suspend alarm. No products were shipped or returned.